Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue was not confirmed. An assignable cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) reporting that the homechoice (hc) cassette's patient line connector was not seated into the tubing on the patient line. The home patient (hp) was not connected. The care giver (cg) stated that they could see where the threads were and the tubing was only on one thread. The cg opened another cassette from the same lot number and it was normal. The cg would use new supplies. There was patient involvement but no serious injury or medical intervention was reported. During a follow up with the cg regarding the problem with the patient connector, it was revealed that the cassette tubing did not fit properly on the connector, and the cg did not want to take a risk; therefore, they started over with a new cassette. Per the cg, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.